Event description:
The plaintiff alleges that in august 1998, plaintiff was diagnosed as being allergic to latex. Plaintiff further alleges as a result, plaintiff is now subject to increased health risks, including being subjected in the future to one or more anaphylactic reactions to latex products. Plaintiff alleges having suffered substantial injury, pain and suffering, as well as ecomonic loss. Finally, plaintiff alleges loss of consortium with spouse.